Event description:
According to limited info, bioglue surgical adhesive was used during repair of an aortic dissection at approximately 2.5 years ago: however, specific info about the pt has not been provided to the MFR to date. The surgeon has indicated that bioglue surgical adhesive was discovered in the posterior cerebral circulation at autopsy. It was indicated that the surgeon does not regularly use balloon occlusion of the distal aorta during application of the surgical adhesive in a dissection repair as per the product's instructions for use. However, it was indicated that the area is routinely protected with surgical sponges.